Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) and inspected at sorc. It was confirmed that the image of the subject device was intermittent which occurred due to the corrosion of the video connector socket contacts of the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the corrosion of the video connector socket contacts of the subject device. The exact cause of the corrosion of the video connector socket contacts could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found there was the intermittent image of the subject device due to the contact failure of the video connector socket. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.